Manufacturer narrative:
Based on the available information, it appears that the patient was still under anticoagulation therapy with an inr of 2.7, which suggests the possibility that the patient may have anticoagulation disorders that could have caused or contribute to the event. However, the relationship with the device cannot be ruled out based on the information presently available thus the event is being reported in a conservative manner. Further investigation is ongoing and an update will be provided once additional information will be available.

Event description:
On (B)(6) 2013, a patient received a mitroflow dla25 in aortic position. On (B)(6) 2020, the patient experienced visual amaurosis, occlusion of the central retinal artery and transient ischemic attack (ischemic etiology). The patient is reportedly under a well-conducted anticoagulation therapy (previscan, inr 2.7). A transthoracic echocardiography was performed on (B)(6) 2020, which revealed the presence of tears in the pericardium of the device (3-4mm next to the non-coronary sinus and 11m in the valsalva sinus). On (B)(6) 2020, the patient underwent a re-do aortic valve replacement, and the dla25 valve was explanted.

Event description:
On (B)(6) 2013, a patient received a mitroflow dla25 in aortic position. On (B)(6) 2020, the patient experienced visual amaurosis, occlusion of the central retinal artery and ischemic stroke. The patient is reportedly under a well-conducted anticoagulation therapy (préviscan, inr 2.7). A transthoracic echocardiography was performed on (B)(6) 2020, which revealed the presence of tears in the pericardium of the device (3-4mm next to the non-coronary sinus and 11m in the valsalva sinus). On (B)(6) 2020, the patient underwent a re-do aortic valve replacement, and the dla25 valve was explanted.

Manufacturer narrative:
Based on the performed analysis, it is not possible to verify if the tears object of the complaint refer to the large alterations observed on the returned device, which appeared consistent with a sampling action or implanting/explanting maneuver. Furthermore, the organic material identified during the investigation possibly suggests a deposition due to a progressive loss of contact between the pericardium sheet and external surface of the dacron covered stent. This loss of contact could be due to an interruption of the continuity of the thread (structural sewing connection) caused by: 1) alteration during the implanting procedure; 2) progressively deterioration during the working time; 3) alteration during the explanting procedure. Due to the alteration (reasonably due to the sampling) observed on the post #1 it is not possible to drawn definitive conclusions about the root cause of the claimed tear. Based on the available information, it appears that the patient was still under anticoagulation therapy with an inr of 2.7, which suggests the possibility that the patient may have anticoagulation disorders that could have caused or contribute to the reported visual amaurosis and cerebrovascular accident. However, since no further information was received and given the result of the device investigation, the root cause of event cannot be established. Structural valve deterioration is listed as a possible adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device. Fields updated: b4, d10, f7. Corrected sections: b5 (event description with proper translation of "avc ischémique" included).